Manufacturer narrative:
Visual examination of the returned device found the rod was broken in two pieces. It was sent to fracture analysis which suggested the rod underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the rod breaking cannot be positively determined. However, a fracture analysis was performed and suggests that the rod underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Elliptical handle will not engage any driver/tap. Noticed pre-op and removed from field. No affect to case. Being returned for investigation, but no response needed about this item. First cocr rod: during a t2-pelvis posterior fusion, after placing rod and provisionally tightening majority of caudal screws, surgeon used in situ benders to reduce amount of kyphosis in rod. While bending, rod broke pulling most cranial screw out of patient. All set screws were removed and remainder of rod removed. Most cranial screw was replaced with larger diameter screw and new rod was chosen. While contouring new rod with french bender, the rod broke. Surgeon changed plan to straight titanium alloy rods and completed procedure. Surgeon would like results of rod investigation.